Manufacturer narrative:
This report is submitted on july 29, 2021.

Manufacturer narrative:
This report is submitted on june 30, 2021.

Event description:
Per the clinic, patient experienced a skin breakdown at implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.